Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/11/2014 with the following findings: visual inspection revealed that the battery compartment was cracked, and evidence of moisture ingress was observed within. The pump failed to power on due to internal moisture damage. The pump failed a leak test. The reported event was duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.